Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat persistent atrial fibrillation, while using a faradrive, there was difficulty obtaining access to start case. Catheter went up and transseptal puncture as normal, however it couldn't deliver therapy in basket or flower. Numerous 301/303 errors were seen. No spline bunching was observed. Catheter, cable, and generator were all replaced and independently tested one at a time, but it was still unable to deliver. At this point during the procedure, the patient experienced a tear on the inferior vena cava (ivc), the case was then aborted, and the patient was sent to the intensive care unit (ICU) for treatment. The device is not being returned for evaluation. Patient fully recovered from the complication.